Event description:
Reporter stated there is a blotch in the middle of the pump display and the time and date are partially readable. The pump has been out of operation for a half year. No adverse event reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Although the display is missing a pixel line due to a defective display circuit board, it is also broken due to a mechanical impact.